Event description:
On (B)(6) 2013, a female patient underwent explantation. It was reported that a condylar plate was broken at the distal area of the plate around the locking screw. There were no reports of any breakage of the screws. Unspecified pathology tests were performed which showed results indicating the presence of infection. It was reported that the surgery was successfully completed. This is report 1 of 10 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro codes: hty; jdw. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one non-conformance noted. Non-conformance ncr (B)(4) was written as a result of the raw material thickness feature having an oversized condition. The raw material was dispositioned as use as is as the raw material was ordered to revision e requirement and meets the 5.7/6.0mm requirement. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The validity of this complaint is based on device history record review only as no product was returned for evaluation. Placeholder.